Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his infusion set was messed up and his blood glucose was 468 mg/dl. The customer changed his infusion set and site and resumed insulin pump therapy. The customer will administer a 9-unit bolus for treatment. Further troubleshooting was declined and no products were returned or replaced.